Manufacturer narrative:
Per a discussion with our vp of product safety, there is no evidence that our device was related to the chemotherapy complication (noted as the cause of death). He has disassociated this device from the event, and therefore, this is no longer a reportable event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient expired after an implant duration of approximately 2 months, due to chemotherapy complications. No further details were provided.